Event description:
Pt trained on stay safe and newton cycler for her peritoneal dialysis in 2007. Pt has been on peritoneal dialysis since seven months earlier without any problems. On approx two months after the original date, she was hospitalized for viridans streptococcus peritonitis. Stay safe caps are non sterile according to package. This product is the cap for a peritonital dialysis cath. The package states no sterile. Everything touching the pd cath needs to be sterile. Date of use: presently using 2007 - 2008. Diagnosis or reason for use: peritoneal dialysis.